Manufacturer narrative:
(B)(4) (cuvette lot h0jac232), and (B)(4) (cuvette k0jac327). There were two instruments used for this pt. This is the second report for this pt (see MDR 2248721-2011-00006). Method, result, conclusion: MFR/eval/investigation currently in process. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that pt act values recorded during ECMO have been running lower than expected based on heparin dose. Customer has been using usp lower potency heparin since (B)(6) 2010. Based on report, bolus administration of heparin at 10 u/kg is administered. Pt weight was (B)(6), and had estimated blood volume of 265 - 292 ml. In this case pt's diagnosis was ebstein's anomaly and hypoxia. Post surgical intervention, the pt was supported on ECMO therapy for 18 days and expired due to multi-orang system failure. As per the healthcare facility, the pt's death was a result of the congenital cardiac anomaly and subsequent complications of the pathology/interventions. Target act varied between 120-200 seconds due to bleeding complications.